Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved.

Event description:
It was reported that a patient saw her healthcare professional the prior day to check on her incision and her stimulation was turned up. That night, she felt a strong impulse or shock and turned stimulation down. When the pain from the shock released, the patient wanted to turn stimulation back up and wasn¿t able to adjust stimulation. The patient saw the screen to turn her implantable neurostimulator (ins) on. The therapy screen showed the ins was off. She turned therapy back on and confirmed she felt stimulation at 1.2 volts. The patient hadn¿t notified her healthcare professional about the shocking sensation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qpv7, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).